Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). Programming changes were implemented to resolve the issue. The patient was in stable condition.

Event description:
New information received noted that event of post paced t wave over-sensing persisted. Programming changes were made on (B)(6) 2024. Patient condition was unknown.